Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A distributor's service technician was dispatched to the facility to investigate. The reported issue was reproduced and the technician replaced the complained touch screen with an led touch screen. No further problems have been reported. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. After the procedure, the user attempted to correct the issue by restarting the pump and then the entire s5 hlm. However, the problem could not be resolve. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) performed an in-house investigation on a returned display with the following results. A visual and functional tests were performed that reproduced the reported issue. Root cause was found to be fluid penetrated into the capton tail. This is due to a leak of the tail.

Event description:
The first screen((B)(6) 2016) on the double roller pump froze during procedure, they switched pump on and off after the procedure was done but the problem was still there and then after they restarted the whole s5 hlm and the problem was still present, I attend to the issue and replaced the tft-lcd display and the problem has not reoccurred since then. The second screen((B)(6) 2016) the screen froze as well during procedure and also it would control the pump on its own and changed the settings and open up the menu page on its own. Date of event occurred, (B)(6) 2016, (B)(6) 2017 for second event.